Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's stations (cns) and the remote network stations (rns) were discharging patients without user intervention, switching them to different tiles, and at times patients were not viewable. Patients were also admitted with no patient information coming through. There was also signal loss on some of the rnss, which are the secondary monitoring devices, however the cns was monitoring the patients without issue. No patient harm was reported. Service requested: troubleshooting. Investigation summary: the root cause of the issue was determined to be duplicate transmitter names assigned at the cns. The reported issue does not require further investigation through CAPA process since the issue was caused due to incorrect device naming and not nk device deficiency/malfunction. Additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer reported that the central nurse's stations (cns) and the remote network stations (rns) were discharging patients without user intervention, switching them to different tiles, and at times patients were not viewable. Patients were also admitted with no patient information coming through. There was also signal loss on some of the rnss, which are the secondary monitoring devices, however the cns was monitoring the patients without issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's stations (cns) and the remote network stations (rns) are having multiple issues were discharging patients without user intervention, switching them on different tiles and sometimes they can't see the patients. Patient admitted and no patient information coming through. Signal loss on some of the rnss which is the secondary monitoring device but the cns, the primary monitoring device is monitoring the patients fine. One of the rnss was unable to monitor a transmitter but found that the customer was trying to monitor the incorrect transmitter and there were two devices with the same name, so this would be considered use error. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical device information was requested from the customer, but it was not provided. Therefore this field contains no information (ni).

Event description:
The biomedical engineer reported that the central nurse's stations (cns) and the remote network stations (rns) are having multiple issues were discharging patients without user intervention, switching them on different tiles and sometimes they can't see the patients. Patient admitted and no patient information coming through. Signal loss on some of the rnss which is the secondary monitoring device but the cns, the primary monitoring device is monitoring the patients fine. One of the rnss was unable to monitor a transmitter but found that the customer was trying to monitor the incorrect transmitter and there were two devices with the same name, so this would be considered use error. No patient harm was reported.